Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a shorted u612 inverting charge pump on the computer/analog pca. Additionally, the c19 high voltage capacitor was separated from the defibrillation board. The root cause for the shorted u612 component could not be positively identified. The root cause for the separated c19 high voltage capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).